Event description:
It was reported that during a laparoscopic colectomy, jamming occurred and an unformed clip was deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.